Event description:
Tha by dr was held. At that time, tibia's checkpoint pin was struck proximal to the femur, but the wound was closed while leaving the checkpoint pin in the patient's body, and the checkpoint pin was removed by postoperative procedure.

Manufacturer narrative:
Reported event an event regarding user error involving an unknown checkpoint was reported. The event was not confirmed because the product or any additional document to support the alleged failure was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the alleged failure mode was not confirmed because the product or any additional document to support the alleged failure was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Tha by dr was held. At that time, tibia's checkpoint pin was struck proximal to the femur, but the wound was closed while leaving the checkpoint pin in the patient's body, and the checkpoint pin was removed by postoperative procedure.